Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was found at 6.6-8.2cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found at 11.4-13.8cm from the distal tip. Internal insulation abrasion under the svc shock coil was found at 27.6-28.0cm from the distal tip. The etfe coating was intact at these locations.